Manufacturer narrative:
1038671-2024-00242. FDA recall # z-0021-2022. D10: concomitants: (B)(6) 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty and then experienced revision surgical procedure approximately 10 years and 2 months after initial implant. For a period of years after having a right knee replacement, the implant functioned normally. Eventually, she began to suffer increasing pain, swelling, and instability in her right knee. Upon the revision, the surgeon observed signs of severe wear on the patella, as well as osteophyte production. The operative surgeon revised and replaced the patellar, femoral, and tibial components. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.